Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR. Report # 1627487-2014-05078. The patient has four leads (one pair is from the same lot and the other pair is from the same lot) for off-label use. It was reported the patient believed one of his leads eroded through his skin. Over time the patient's issue resolved without undergoing surgical intervention.